Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. The customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was between 300-400 mg/dl.